Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003. It was reported that the patient underwent mesh excision on (B)(6) 2005 concurrently with durasphere injection therapy for urethral bulking due to extrusion. It was reported that the patient underwent mesh excision on (B)(6) 2005 concurrently with excision of left labial skin lesion due to extrusion. It was also reported that the patient underwent mesh excision on (B)(6) 2006 and (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) -mesh extrusion. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cadaveric transvaginal cystocele repair with polypropylene transvaginal sling with bon anchors. It was reported that the patient underwent sling revision and durasphere injection therapy for urethral bulking on (B)(6) 2005 due to sui and vaginal extrusion of polypropylene. It was reported that the patient underwent excision of extruded vaginal sling on (B)(6) 2006. It was reported that the patient underwent cystoscopy, excision of left labial skin lesion, and removal of extruded vaginal suture on (B)(6) 2005 due to labial skin lesion, extruded suture after sling procedure, and recurrent uti.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2005 and on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.